Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed. (B)(4).

Event description:
Customer reported the male luer on the secondary infusion set split off from the alaris tubing (smartsite port). No leaking was reported, the customer reported the luer broke after the secondary completed and the secondary bag was empty. There was no pt harm reported and no medical intervention was required. Add'l pt or event info was not provided by the customer or the user.